Manufacturer narrative:
Manufacturer year 2007. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced infection/inflammation in the right eye (od) at a five day post op exam. A description from the surgery center indicated the patient was scheduled for a lasik procedure but prior to laser firing, there was lack of suction and the surgery center switched to a prk (photorefractive keratectomy) procedure. At a 5 day post op exam, the patient developed a corneal ulcer with infection and inflammation symptoms. The patient was referred to a corneal specialist. The patient was seen by the specialist and the patient was treated with topical antibiotic drops. The surgery center indicated the ulcer reported was not due to the equipment and was a result of an old lead injury. Best corrected visual acuity (bcva) from (B)(6) 2017. Right eye pre-op 20/15 -.25 x -.50 x 30. Left eye pre-op 20/15 -.50 x -.25 x 130.